Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called into report that the insulin pump alarmed no delivery while driving. Customer reported seeing a whitish color inside the tubing. The customer's blood glucose level was between 180 and 200 mg/dl. Customer reported his blood glucose level rose to 450 mg/dl when they got home. Customer changed infusion set and the alarm was cleared. The customer declined to return the set and reservoir back for analysis. Customer was sent a replacement.